Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported a patient was being transported on the unit and the unit shut down issue on the vela ventilator. The customer also reported that manual ventilation was given to the patient. It was also reported that there was no patient harm that was associated with the reported event.